Manufacturer narrative:
(B)(4). Date sent: 3/6/2024. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Sales rep reported that during a robotic gastric sleeve procedure the surgeon used the staple line reinforcement. During the firing of the 3rd stapler firing the buttress was sticking so caused the buttress to slide the entire sleeve which ripped the staple line. The robot staples did not form on this firing due to the slippage. Surgeon did not use buttressing on the remaining firings and used 3-0 stratafix to over sew staple line as well as the stapled off portion of stomach. Leak test was performed and sleeve was good. No patient harm.